Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope exhibited debris of the internal sheath at irrigation of the canal. The issue was found during reprocessing. There were no reports of patients¿ harm/involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, d10, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation the most probable cause has not been established as the malfuction could not be duplicated or not found. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.